Manufacturer narrative:
Product ID: 37791,serial# unknown, product type: recharger.

Event description:
A consumer implanted for spinal pain reported on (B)(6) 2016, they stopped feeling stimulation and their pre-existing pain returned so much they ¿felt like they were run over by a freight train", so they were taking tylenol. On (B)(6) 2016 an attempt was made to connect using the patient programmer (pp), but the poor communication screen was seen because the ins was depleted, and there was poor communication. It was noted the last time the ins was fully charged was (B)(6) 2016. The consumer further reported their device wasn¿t charging, and they were seeing the reposition the antenna screen on the recharger. It was noted the consumer wasn¿t feeling well and forgot to charge it over the weekend, and now that they were trying to charge it again, it wasn¿t allowing them to, and their implantable neurostimulator (ins) was completely dead right now. As a result, a new recharger antenna was going to be sent. It was noted the consumer had seen the overheating screen on the recharger in the past,but it wasn¿t the screen they were currently seeing. When the overheating screen was seen the manufacturer¿s representative (rep) instructed them to shut off the recharger and give it some time to cool off before trying to charge again. According to the consumer, it got overheated because they were new at it, and didn¿t know the proper way to recharge, because since then they hadn¿t seen the screen again. It was noted the last time the ins was fully charged was (B)(6) 2016. After the consumer received a new antenna, it didn¿t resolve the issue because they were still getting the reposition antenna screen.

Event description:
Additional information received from the consumer reported in order to resolve the device not being able to charge they were sent a new part.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.